Event description:
It was reported that the unspecified bd pen needle was difficult to operate. The following information was provided by the initial reporter: to whom it may concern, a patient using our humalog mix 75/25 kwikpens reported difficulty with attaching the needles. She stated she sometimes has to take them off and put them back on. She did not provide specific details about the needles (no gauge, length, lot, etc.). No other information is known.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the unspecified bd pen needle was difficult to operate. The following information was provided by the initial reporter: to whom it may concern, a patient using our humalog mix 75/25 kwikpens reported difficulty with attaching the needles. She stated she sometimes has to take them off and put them back on. She did not provide specific details about the needles (no gauge, length, lot, etc.). No other information is known.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.